Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported on (B)(6) 2018 that they were having issues with the insulin pump due to infusion set leak. Customer's blood glucose level at the time of the call and incident was 400 mg/dl which they treated with insulin pump. Troubleshooting occurred and and issue was resolved. Infusion set is expected to return.